Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, on 21-sep-2024, it was reported that the patient faced three infusion sets fell off during use. Patient had high blood glucose levels and ketones as well. Patient had 1.29 ketones. Infusion sets were in use for 1-2 days. Patient replaced infusion sets and resumed insulin successfully. No further information available.